Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. The shock occurred for t-wave oversensing. The device initially withheld therapy, but lost count due to decreased amplitude signal.

Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos). The twos algorithm in the device failed at times and the patient received inappropriate therapy. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.